Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: upon investigation of the actual device used in this incident, it was determined that the system drawer did not open when the user tried to issue medications. A technical support specialist checked the setup zones, tested the drawer, and verified that it opened without any issues. Furthermore, the technical support specialist restarted the application and advised the customer to try issuing the item again. The drawer opened successfully, and the customer was able to issue the item, resolving the issue. The technical support specialist stated that the issue was related to production issue (pi) 55845. The system functioned as intended after the technical support specialist troubleshot the device.